Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that an error code# 1118 (invalid test result, intercept too low) was generated on the axsym digoxin iii assay. There was no impact to patient management reported.